Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. Additional information was requested and the following was obtained: concomitant product ecr60b.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. Additional information was requested and the following was obtained: could not open the jaw. This case is from health authority. It was reported that after the fire, the device could not rebound and could not be opened. Cut the tissue around the jaw and removed the device. Another device was used to complete the procedure. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 4/22/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 701c80, and no non-conformances were identified. Additional information was requested and the following was obtained: please describe what does it mean ""the device could not rebound""? Could not open the jaw after the fire was the device locked on tissue with the jaws closed? If yes, how was the device removed? No. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch did the jaws eventually open? No.

Event description:
It was reported that during an unk procedure, after the fire, the device could not rebound and could not be opened. Another device was used to complete the procedure. No additional information can be provided. No patient consequences were reported.